Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Event description:
It was reported that during a routine device check, it was noted that the atrial lead warning had triggered due to low impedance. Today, atrial lead impedance is within the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine device check, it was noted that the atrial lead warning had triggered due to low impedance. Today, atrial lead impedance is within the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 4024 implanted: (B)(6) 1998. (B)(4).